Event description:
Complainant alleged that the device was not functioning. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.